Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report constant check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Eval summary: device eval of electrode belt sn (B)(4) has been completed. The reportable problem (check therapy pad messages) was confirmed. Upon eval, the belt failed a pulse lead high pot test. The cause was a broken wire inside the cable running from the distribution node and ECG b. The cause for the broken wire cannot be positively determined, but was likely physical abuse. No adverse event resulted from the broken wire in the electrode belt. The pt received a replacement electrode belt.